Event description:
The customer reports that liquid was spilled on the ventilator during use on a patient. The ventilator emitted smoke. The ventilator alarmed high pressure and the safety relief valve activated. There was no patient injury. The air and o2 modules were damaged due to the spill. The biomed will evaluate the unit for further damage.